Event description:
Review of device data noted corrupt memory. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4).: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Timestamp is corrupt. Seven contiguous bytes of corrupt memory.